Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 597 mg/dl. The customer was treated with intravenous insulin drip. Customer stated symptoms related to high blood glucose that were nausea and tiredness or weakness. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.